Event description:
The customer reported a leak from under the blood sampling valve (bsv) inside a coulter lh 750 hematology analyzer. The volume of the leak is not known and was contained within the instrument. In addition, the instrument was generating platelet (plt) clump errors at the time of the leak. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the rinse block was misaligned causing the leak. The fse aligned the rinse block and the instrument ran without leaks or errors. In addition, a clog was found in the white blood cell (wbc) aperture and was removed. All repairs were verified per established procedures. (B)(4).